Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed 4 additional reocclusion complaints are associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right proximal superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s right proximal sfa vessel was reportedly reoccluded. No additional intervention was performed at that time. On (B)(6) 2018, approximately 25 months from the index procedure, a reintervention was performed. The investigator assessed that the event was not related to the study devices or procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2019-00068.